Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a diagnostic coronary procedure. The procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, fse found that the power tray was defective. The fse replaced the power tray. After replacement of the power tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.